Manufacturer narrative:
Batch review performed on 24 september 2018; lot 180659: (B)(4) items manufactured and released on 28 may 2018. Expiration date: 2023-05-10; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Metrological analysis performed by quality control manager on 26 september 2018: from the documentation of lot, doesn't emerge anomalies; the whole dossier of manufacture is conforming to the specific project. The dimensional control, has not identified any anomaly or production defect. The device are conforming to the specifications of project. Visual inspection performed by r&d product manager on 26 september 2018; dimensional analysis requested. Dimensional analysis did not reveal any quote out of tolerance. It is not possible to determine a device related root cause.

Event description:
During the liner implantation the surgeon couldn't completely insert the inlay into the cup. Before impaction he checked that the cup was clean and free from any possible "disturbing" items (liquids, particles, tissues), anyway he couldn't insert the liner. The liner was then removed with a screw and he inserted another liner c, head 28. The surgery was then completed successfully.